Event description:
It was reported that after a month of using the chair, the brakes when locked the wheels are still freely moving.

Manufacturer narrative:
It was reported that after a month of using the chair, the brakes when locked the wheels are still freely moving. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.